Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). The pt reported the device had not been used for at least 2 years due to worsening pain. Pt had to increase the settings, but couldn't tolerate this due to increased pain in their chest/abdomen, and anxiety related nausea. Pt reported contributing factors were a change in activity that caused increased limitations for activity due to increased numbness and tingling in legs, and an increase in pain/tingling in chest that caused nausea and anxiety. Due to displacement, center movements caused pain and it was flat before fall, but is now more palpable. Pt reported that due to seizures, their falls will probably increase so the pt is seeking to have it removed. Pain at ins site was reported. Pt is scheduling to discuss removal. Pt reported the device was pulled (displaced) and caused pain and bruising from implant location to middle of spine. Weight was reported.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was probably a year and a half to two years ago the patients ins no longer worked so they stopped using it. Pt had a seizure and fell on their butt and displaced the stimulator. Patient said it was painful and they did not use the device anyway because it did not work. Patient wanted to have the device removed. Patient service emailed patient physician listings.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.